Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, date of birth, sex, weight, ethnicity and race were not provided for reporting. This report is for unknown (listerine dental floss). Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer alleges that the listerine dental floss removed the consumer&apos;s filling. There was no additional information provided or obtained from the consumer.